Manufacturer narrative:
(B)(4).

Event description:
It was reported that readings stopped running on the mobile app occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the app was manually closed. The reported event of readings stopped running is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.